Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/24/2025. H6 component code: g07002 - device not returned. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: please clarify, did the needle detach from the suture thread or did the suture thread broke during use on the patient? If different, please provide details. From my customers details, ¿the suture kept breaking off at the needle¿. How many devices demonstrated the alleged deficiency? 2-3 devices were alleged deficient if multiple devices demonstrated the alleged deficiency, please provide the exact number of devices. Could you please specify what this number "wjmpp925.a30" refers to? Product category color wave identifier. Please provide the lot number. If not available, please provide a photo of the product information (individual product foil/suture box package). Could not find lot number, please see the photo attached above photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former that appears to be empty, inside a plastic bag. The image is not clear to determine the failure mode or the reported condition. Based on the photo review, the event reported is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the device was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported to the sales rep that the suture keep breaking specifically the needle was pooping off in the suture. There were no patient adverse event. Product return is unknown. Additional information was requested.